Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned. Major bleed: impella cp site continuously oozing. Heparin stopped. Oozing would not stop so decision to remove impella. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review this pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Impella cp site continuously oozing and heparin stopped. Oozing would not stop so decision to remove impella. Patient was stable as per physician. Physician states impella would have stayed in until monday but due to oozing decision is to remove impella.